Event description:
Caller reported that pump screen would not turn off when trying to reset the pump. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to press the center of the button with support along the bottom of the pump. Customer continued to use the pump for insulin therapy.